Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several hours post implant procedure, the right ventricular (rv) lead showed a loss of capture. The patient complained of dizziness and reprogramming was performed to increase pacing to high output. A lead revision was done, and the rv lead was used as a temporary lead until a new permanent lead could be placed. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.